Event description:
Peripherally inserted central venous catheter placement on 3/17/1998 at 1730. 3/28/1998 catheter removed due to blockage. Catheter hub came out and 3 cm of catheter. 37cm stayed in pts arm. Remaining catheter removed in angiography.